Event description:
On 03/14/2025, it was reported by a sales representative via (B)(4) that an ar-13995 scorpion needle broke off inside rotator cuff. This occurred during use in a case with no patient effect. The fragment was unable to be retrieved. The case was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.